Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. On 11 jan 2024 during lead revision, the physician had noted that the lead looked different than before under fluoroscopy. The physician repositioned the rv lead successfully. The patient was asymptomatic before, during, and after the procedure.